Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the extensions were cut and discarded by the hospital and wouldn¿t be returned. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708760, serial/lot #: (B)(4), ubd: 28-jan-2019, UDI #: (B)(4). Product ID: 3708760, serial/lot #: (B)(4), ubd: 28-jan-2019, UDI #: (B)(4). Event problem and evaluation codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was high impedance reported at the clinic visit, and it was believed to be at contact 1. Per the hcp, it was at 40,000 ohms or just reads high and red. They checked with the tablet and the 8840 and specifically the therapy impedance where you can see the current which on the 8840 was at 0.14 and zero on the tablet so it was open. It was unknown what led to or contributed to the issue. Both of the extensions were replaced at the decision of the surgeon. The pre-operative impedances were read and contact 1 was open. They tested both cranial leads directly and both were fine. The battery was reconnected with the contact 1 closed after the replacement of the extensions and the issue was resolved as the impedances were okay. No further complications were reported as a result of this event.